Event description:
A pt reported they were hospitalized. Their one touch basic meter allegedly would only prompt error 2 message. They were unable to get a result on their meter. Symptoms were confused, feet swelling. No other tests or comparisons made. Treatment was done in the hospital, unk as to what type. No further info has been reported.